Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging an error 4 issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (06/14/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 06/01/2013 with the following findings: the error was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (6/5/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 6/1/2013 and 5/17/2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have an error 4 issue. The test strip is bent during slitting and vialing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 5/9/2013, test strips- 4/29/2013.